Manufacturer narrative:
B5 - describe event or problem: updated device evaluated by manufacturer. The device was returned for analysis. A visual and tactile examination identified an inner shaft kink 50mm proximal from the distal tip. This wolverine pcb device is recommended for use with 0.014 inches (0.36mm) guidewire as per wolverine instruction for use. During the product analysis, the investigator was unable to advance the guidewire through the device due to the shaft kink. A visual examination of the balloon found no issues. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material.

Event description:
It was reported that a device entrapment occurred. The 99% stenosed target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the product got stuck with the guidewire. The guidewire was able to be removed from the catheter outside the body. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the device could not advance or track over the wire. There was no issue noted with the guidewire and was able to be removed from the catheter outside the body.

Event description:
It was reported that a device entrapment occurred. The 99% stenosed target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the product got stuck with the guidewire. The guidewire was able to be removed from the catheter outside the body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. A visual and tactile examination identified an inner shaft kink 50mm proximal from the distal tip. This wolverine pcb device is recommended for use with 0.014 inches (0.36mm) guidewire as per wolverine instruction for use. During the product analysis, the investigator was unable to advance the guidewire through the device due to the shaft kink. A visual examination of the balloon found no issues. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material.

Event description:
It was reported that a device entrapment occurred. The 99% stenosed target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the product got stuck with the guidewire. The guidewire was able to be removed from the catheter outside the body. The procedure was completed with another of the same device. No patient complications were reported.